Event description:
A caller reported a malfunction on a pump, but no notable events occurred prior to this issue, and the specific impact on the customer's blood glucose level remained unknown as the caller declined to provide that information. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. No further information about the outcome of this event was available, as technical support lost connection with the customer and left a voicemail for follow-up.